Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimate. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a 5.0 x 100 mm armada 18 percutaneous transluminal angioplasty (pta) catheter was selected for the procedure. During preparation (air aspiration), the scrub tech continued to observe air bubbles and was unable to remove all the air from the pta catheter. The pta catheter was not used in the procedure. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of event: corrected. Evaluation summary: visual and functional inspection was performed on the returned device. The hub leak was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no indication to suggest that the issue is lot specific. The investigation determined the reported hub leak appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.